Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block e1: this event was reported by a non-physician. The reported healthcare facility is: (B)(6) block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was not secured and the slack was not taken up correctly. The ligator head returned with 3 bands attached, some of them were moved out of their original position. Microscopic examination was performed and it was found that the ligator head teeth were bent. Additionally, a photo of the device provided by the customer was analyzed and it showed the ligator head with all the bands attached and some were overlapped. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle assembly, nor did the handle have evidence that the trip wire was previously secured. Additionally, the slack on the trip wire was not taken up properly. Failure to follow these steps can affect the overall performance of the device by causing the trip wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension applied to the device can lead to the damage seen on the ligator head teeth. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: b5(describe event or problem), e1 (initial reporter address)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo of the device outside the patient showing the ligator head with the bands moved and overlapped. **additional information received on (B)(6),2021** it was reported to boston scientific corporation that the correct anatomy location was in the gastric venous. It was also noted that there was no difficulty experienced upon setting up the device. Note: the speedband superview super 7 device was used in the gastric venous; however, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
This event was reported by a non-physician. The reported healthcare facility is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a ligation procedure performed on (B)(6) 2021. During the procedure, the device could not deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.